Event description:
Reportedly, on (B)(6) 2023 reply 200 dr was replaced due to normal battery depletion. As the physician cut the skin near the device to remove it for replacement, he noticed a piece of metal in the patient¿s body. It appears to be a x-ray ID maker.

Manufacturer narrative:
Review of the manufacturing records confirmed that the device was manufactured and released according to all applicable procedures. - since the pacemaker was discarded, the device could not be expertized. - the x-ray ID was most probably removed at explantation because of poor gluing. - a correction of the manufacturing process was decided to add silicone glue under the x-ray ID to improve the quality of the gluing, in 2014. - it should be noted that the subject pacemaker was manufactured and released (in 2010) before the implementation of the gluing process improvement.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the manufacturing records confirmed that the device was manufactured and released according to all applicable procedures.

Event description:
Reportedly, on (B)(6) 2023 reply 200 dr was replaced due to normal battery depletion. As the physician cut the skin near the device to remove it for replacement, he noticed a piece of metal in the patient's body. It appears to be a x-ray ID maker